Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the large suturecut needle driver involved with this complaint and completed a device evaluation. Failure analysis confirmed and replicated the customer reported issue. The instrument was found to have a broken grip at the grip base. A piece (approximately 0.09 x 0.27 in size) was found to be broken off the yaw pulley. The broken piece was not returned. The root cause of broken instrument grip-tips is typically attributed to the misuse/mishandling, such as excess force applied to the instrument jaws. Isi reviewed the sites complaint history, which did not reveal duplicate any related or duplicate complaints. At this time, the complaint investigation has been completed and the record will be closed. If additional information is obtained, then the record will be re-opened for further evaluation.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, a large suturecut needle driver instrument had a broken tip. There was no report of patient involvement.